Manufacturer narrative:
Date received by manufacturer, corrected data: the supplemental #1 report incorrectly listed the aware date as (B)(4) 2013; however, the correct aware date was (B)(4) 2013. Please note that based on the correct aware date, the supplemental #1 MDR was submitted on time within the 30-day timeframe.

Event description:
Clinic notes were received which indicate the frequency and severity of the patient's seizures increased sometime in spring. The patient's vns was interrogated and the current output is 2.25ma and the signal off time is 1.1min. The battery light is yellow indicating that the battery is very low. The physician's impression, per the notes, was that the patient has intractable epilepsy. He is having very frequent seizures and probably some subclinical events as well that cloud his thinking process. It is essential that the battery is replaced as soon as possible. Follow up with the physician found that it was unknown when the events were first observed, but they were within two months of the visit. The physician attributes the increased seizures and increased seizure intensity to loss of therapy from vns battery depletion. However, as the battery was at the ifi state, it should have been delivering therapeutic levels of stimulation. The increased seizure frequency was back to pre-vns baseline levels. The patient has multiple seizure types. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. Vns replacement surgery occurred on (B)(6) 2013 as intervention. The last system diagnostic test showed everything was normal with impedance value of 2280 ohms. No other information was provided.

Event description:
The generator was returned on (B)(4) 2013 and product analysis was performed. Review of the data indicated that the pulse disabled byte was set to a value that represents a vbat eos threshold condition. The data in the diagaccum consumed memory locations revealed that 109.700% of the battery had been consumed. Visual examination showed tool marks and dents on the pulse generator case, most likely associated with manipulation of the device during the explant procedure. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. The septum was not cored. No other surface abnormalities were noted on this device. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The device output signal was monitored for more than 24-hrs with results showing no signs of variation in the pulse generator¿s output signal and demonstrating that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage.